Event description:
In 2006, the physician performed a right carotid angioplasty and stenting procedure in the calcified right internal carotid and central carotid arteries using the xact carotid stent system. The pt had a change in mental status immediately following the procedure, becoming a poorly responsive with right-sided weakness. A neurology consult and computerized tomography scan (CT) scan were done. A subarachnoid hemorrhage was diagnosed. Treatment is ongoing.

Manufacturer narrative:
The device was not returned, and there was no lot information. We were not able to perform device inspection or device history record review in this case.